Manufacturer narrative:
The associated complaint device was not returned. This device was manufactured in 1997, over 20 years ago. A clinical analysis indicted that several attempts have been made to obtain clinical/medical documents to no avail. Without supporting clinical/medical documents a thorough investigation cannot be performed. Should information become available this complaint can be re-assessed. A review of complaint history for the listed part did not reveal additional complaints for the listed batch. Without the actual product involved our investigation cannot proceed. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate further as necessary. If the devices are received in the future, this complaint can be re-opened. We consider this complaint closed.

Event description:
Hip dislocating.